Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.3 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure; the right atrial lead dislodged, and was confirmed via fluoroscopy. The lead was explanted and replaced. After explanting, it was noted that the helix could not be extended. The patient was in stable condition.